Event description:
Attorney provided implant record and 2008 operative report. In 2007 - implant record indicates patient was implanted with a large perfix plug. In 2008 -- the patient was admitted to the emergency room with signs and symptoms and CT evidence of small bowel obstruction. Patient underwent exploratory laparotomy, lysis of adhesions, small bowel resection, excision of a foreign body at the level of the umbilicus and open repair of umbilical hernia. The operative report states, "the wound was opened throughout the extent of the incision. The first finding was upon entering that the loop of small bowel was severely adhesed that seems like eroded through what looks like a plug at the level of the umbilicus. Extensive lysis of adhesion and the attachment of this loop showed a possible fistula already without any abscess..." "The area where the bowel was stuck to the mesh at the level of the umbilicus seems to be roughed up so I decided instead of repairing it with recurrent risk of a leak I decided to remove that piece of bowel and performed an end-to-end functional anastomosis..." "The plug was then excised with electrocautery without any problem."

Manufacturer narrative:
Related to the implanted mesh, the report indicates that the patient had and was treated for an adhesions, which are known possible adverse event listed in the IFU. No product was returned for evaluation. Based on the currently available information, there is no indication that a failure in the device caused or contributed to the event.